Manufacturer narrative:
The report of air in line alarms with no visible air in the tubing was not replicated during testing. The pcu event log shows that on 01 april 2020, pump module s/n (B)(4) experienced 3 air in line alarms and pump module s/n (B)(4) experienced 2 air in line alarms. The log is unable to distinguish whether these alarms were real or false. A review of the pcu and both pump module error logs found no errors during the time of the reported event. There were no anomalies observed with the returned primary set (model 2200-0500) and there were no leaks observed from the set. Both pump modules passed false air in line testing with no issues observed. The devices were being used for treatment. Both pump modules currently have ail assemblies with a date of 24th week of 2016 s/n (B)(4) and are affected by the december 2016 recall for false air in line alarms. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported from the neonatal intensive care unit that air- in- line alarmed on the primary line via single line peripheral IV with d10w, running at 13.6 ml/hour, one hour after it was hung and started. There was no visible air seen in the IV tubing. Attempted to restart with the same module and a different module, however, the same message air-in-line alarmed and no visible air in the tubing was seen. There was no reported adverse effects caused to the patient or delay in treatment as a result of the event.